Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative visited the site to perform an imaging system check-out; all tested areas passed. System performed as intended. No parts were replaced. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the gantry was moved downward and the dock pin hit the x-stage cover and damaged it. Medtronic imaging and navigation was aborted due to the malfunction.